Event description:
It has been reported that the device's screen may have a defect. No patient involvement reported at this time.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. It was determined that the front panel was stained and it was recommended to replace the front panel. Based on the information available, the cause of the reported problem was a component failure. It was determined the front panel needs to be replaced to resolve the reported issue. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The engineer provided their analysis findings; however, we are unable to confirm the final disposition of the device. The customer has indicated that they budgeted for the replacement part. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.